Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was below 500 mg/dl. A manual injection was administered to address bg. Customer subsequently went to the emergency room (ER) and was hospitalized due to experienced an elevated bg and ketones; bg value was unknown. Customer was treated with an intravenous fluid and insulin drip. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Multiple follow-up attempts were made for additional information; however, no response was received.